Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4). Soundstar model# m-5723-12, lot # unknown. Manufacturer ref # (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an idiopathic vt ablation, the impedance rose from 110 to 193 and an audible steam pop from ablating the right ventricular outflow tract (rvot) occurred. The patient went asystole and an electro-mechanical disassociation was presented. The patient was hypotensive and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and catheter passed. Afterwards, the catheter was also evaluated for eeprom and calibration functionality and catheter failed calibration functionality. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to an internal pc board failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed calibration test. However, the root cause of the asystole remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an idiopathic vt ablation, the impedance rose from 110 to 193 and an audible steam pop from ablating the right ventricular outflow tract (rvot) occurred. The patient went asystole and an electro-mechanical disassociation was presented. The patient was hypotensive and a pericardiocentesis was performed. The patient required 1.5 days hospitalization. The patient returned to clinic without any premature ventricular contractions (pvcs), minimal chest discomfort, 0.5 effusion noted by echo. The patient updated health status is doing well.